Manufacturer narrative:
Additional narrative: a review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: surgery was performed for a spine tumor case with c6-t1 fixation. The reported cancellous screw was used for the left t1. During screw insertion, the screw in question started moving back to the midline due to the tension of muscle. The surgeon tilted the screwdriver outward and turned the handle and a frictional noise was generated. As the surgeon turned the handle the screw head of screw in question came off from the bone screw. This event occurred during surgery with a reported 3-minute surgical delay, no patient harm or residue was left in the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the manufacturing investigation reported the assembly was received with body/sleeve/bushing disassembled from the screw. The screw had bead blast texture polished in midline area of outer spherical diameter. The t15 star-drive is stripped with anodize at the bottom of drive area polished away. The bushing has radial polishing in the internal spherical diameter. All described nonconformance¿s are post manufacturing. The screw spherical outer diameter and the busing interior spherical diameters are unobtainable in manufactured condition. Bushing internal spherical diameter cannot be measured in split condition and the screws outer spherical diameter cannot be measured in its bead blasted condition. Raw material for bushing is unobtainable in current assembled state. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.